Event description:
A customer contacted baxter reporting that a titanium adapter separated from the patient's catheter during use. The adapter came apart at the connection to the catheter. Any report of patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted if the sample is received and evaluated.

Manufacturer narrative:
(B)(4). Several attempts were made to obtain information from the patient and nurse; however, baxter was not able to successfully contact them. The complaint for a separated titanium adapter that occurred during use was not confirmed due to a lack of sample. A batch review was not performed because the lot number is unknown. The root cause is undetermined.